Event description:
It was reported that the subject device had thin vertical lines displayed in the image. The event occurred during an unspecified diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were snowflake's in the image and the image was not displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.